Event description:
The customer observed falsely elevated architect free t4 (ft4) results on multiple architect processing module for multiple patients. The patients were in the hospital due to heart disease. The result provided were: on (B)(6) 2024 ,first patient sid (B)(6) , ft4 initial= 1.68 ng/dl /repeated on architect (B)(6) =0.86 and 0.83 ng/dl. On (B)(6) 2024 ,second patient sid (B)(6), ft4 initial=>5.00 ng/dl /repeated on architect isr62760=0.97 and 0.95 ng/dl. The customer stated the patients underwent for cardiac catheterization due to the patient's current condition. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect free t4 reagent lot: 56001ud01. There was an increase in complaint activity lot 56001ud01 and 56001ud, however, no related trends were identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected on lot number 56001ud00. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect free t4 reagent lot number 56001ud01.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on multiple architect processing module for multiple patients. The patients were in the hospital due to heart disease. The result provided were: on (B)(6) 2024 first patient sid (B)(6) ft4 initial= 1.68 ng/dl /repeated on architect (B)(6) =0.86 and 0.83 ng/dl on (B)(6) 2024 second patient sid (B)(6) ft4 initial: 5.00 ng/dl /repeated on architect (B)(6) =0.97 and 0.95 ng/dl the customer stated the patients underwent for cardiac catheterization due to the patient's current condition. There was no reported impact to patient management.